Event description:
The customer reported that they cannot get an image digital subtraction. No patient injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.